Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 470mg/dl. Troubleshooting was conducted. Troubleshoot was not able to be complete due to customer driving. The customer was advised to call back and continue troubleshoot.